Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms on this right ventricular (rv) defibrillation lead. An additional code was observed, but not documented by the clinic. It was unclear whether the delivered shock was due to true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had a long history of non-compliance with medications and follow-up with the clinic. One ventricular episode showed the shocking circuit was impacted and the shock electrogram (egm) was flat. Review of other episodes showed behavior consistent with a make/break connection, and the presenting egm showed abnormal tracings. Recent interrogation showed a shock impedance measurement of 3 ohms. A few days later the rv lead was surgically abandoned and replaced as part of a system revision. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).